Event description:
Additional information received indicated that the patient will continue to be monitored remotely and with frequent follow-ups.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit, the patient's rv lead exhibited noise on the egm in addition to a drop in impedances. No further information was provided. No patient symptoms were reported.